Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced recurrent low blood glucose episodes while using the ilet pump, with fingerstick values ranging from 54 to 87 mg/dl over about an hour, requiring repeated oral carbohydrate treatment; the user asked whether the pump was causing the lows, and they were informed that the system reduces or suspends insulin during hypoglycemia as it adapts to individual insulin needs. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed that there were no specific findings available, and there was insufficient information to determine a device-specific problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.